Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site, the reported issue was not replicated and all tests passed during inspection. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system image acquisition system (ias) lost it's home calibration. It was reported that following a scan, the user moved the system away from the patient and placed the system into e-stop. At this point, the ias lost home, and requested the user to press 'm' to calibrate motion. The yellow door override button was used to re-position the rotor and open the gantry door. Following this step, the door was reportedly closed and the system regained normal functionality. The procedure was completed successfully with the imaging system after no delay. The patient was not impacted.